Event description:
Customer reported that they mistreated patient. The first five (5) fractions of a twenty-five (25) fraction treatment cycle were misadministered by the radiation therapist. The treatment localization was off by 8-12 millimeters during the treatment. Upon review of the treatment, no adjustments to the dose plan will be necessary because the treatment tolerance margins greatly exceed the localization offset. The mistreatment was the result of the operator not verifying the images imported into the treatment plan were actually the left lateral or right lateral image. The software does not have a way to detect this. If the user does not verify prior to treatment, the software can position the patient in an incorrect location for treatment.

Manufacturer narrative:
Instructions for use on this device inform the user how to select the correct orientation of the imported picture or to change as appropriate. This is intended as a verification of the patient's orientation. Excerpt of the supplied IFU identifying this activity is attached. See scanned pages.